Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID d364vrg, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was low impedance on the right ventricular (rv) lead. The lead was capped and replaced. After implantation of new lead, the lead could not be fixed in the device header. The device was explanted and replaced. No patient complications have been reported as a result of this event.